Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8352-50, serial: (B)(4), batch: 18244486.

Event description:
It was reported that the patients ipg pocket site was painful and a yellow bruising was noted. During the procedure, the physician noticed an infection upon opening the pocket and immediately cleaned it. The patient underwent an explant procedure. The explanted devices will not be returned as they were kept by the medical facility. The patient was doing well postoperatively.